Manufacturer narrative:
The machine was unable to pass initialization test due to a failed blood leak detector. No pt was connected to the machine. She was waiting for this machine since the prior treatment was interrupted due to a "filter clotting advisory" alarm condition, not solved on a different prisma machine (refer to previous MDR 9616240-2006-00346). A gambro technical services (gts) field rep verified that operation of blood leak detector (bld) was within MFR's specification. He also performed a simulated run to verify machine functionality. Machine successfully passed prime self test and subsequent periodic self test. He was unable to duplicate the problem.